Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that she was able to get insulin to come out of the tubing and felt that the device was working. She was instructed to separate the infusion set and inspect it piece by piece, then to manually prime the infusion set; nothing followed. The customer did not want to continue troubleshooting, and no resolution was found. She was advised to call at the time of the alarm in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.